Event description:
During an internal programming history review it was discovered that the generator showed a drastic decrease in its lead impedance, which is an indication of a potential low impedance event. No other relevant information has been received to date.